Event description:
It was reported that during a bariatric sleeve, on the first firing of the firing with buttressing and a green reload, because of the thickness of the tissue, the anvil decambered. Case completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9dh0h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) dater sent: 1/9/2024 d4: batch # 532c98 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with a gst60d reload loaded on the device. The reload was received fully fired. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 532c98, and no non-conformances were identified.